Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint opt312 optiflow junior nasal cannula from the medical center for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt312 optiflow junior nasal cannula had a hole. No patient harm was reported.

Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannula was not returned to fph for investigation. An attempt was made to obtain the subject nasal cannula but no response was received from the medical center. The information provided by the medical center is not sufficient for us to draw any reasonable conclusion regarding the cause of the reported hole on the subject opt312. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported fault. If it was returned, it would have been investigated to confirm the reported fault and determine its root cause. All optiflow junior cannula are 100% leak and occlusion tested after final assembly, and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt312 would have met the required specifications at the time of production. This suggests that it was damaged after it was released for distribution. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. It also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." "Do not stretch or crush tube."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt312 optiflow junior nasal cannula had a hole. No patient harm was reported.